Manufacturer narrative:
Manufacturing facility - this device was manufactured at one of the two following manufacturing sites: (B)(4). An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. However, a loose connection was reported between the supply line of the homechoice cassette and the supply bag, which is known to cause this alarm. The cause of the loose connection could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during dwell three of four of peritoneal dialysis (pd) therapy. During the troubleshooting, there was a loose connection between the supply line of the homechoice cassette and the supply bag that led to this alarm; further described as "tubing was not tight". The patient went through the supplies and properly tightened the connection before therapy started. There was no damage noticed from the connection point between the supply line and supply bag; there was no leak observed. Renal therapy services (rts) assisted the patient to end the therapy session and advised to inform their peritoneal dialysis registered nurse regarding the issue. There was no report of patient injury or medical intervention associated with this event. No additional information is available.